Event description:
Q: why does it say 9 hours of af when I only see 26 episodes and when I add up the time it is not 9 hours? D: see attached cl repon r: discussed cumulative time in af includes all mode switch, and that happens after 3 beats with at evidence. Episodes are 40+ consecutive cycles with at evidence. Appears that pt is having ffrw. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).